Event description:
It was reported that the patient passed away, coincident with peritoneal dialysis (pd) therapy on the homechoice (hc) device. It was not reported if the patient was hospitalized prior to the death. The cause of the patient death was unknown. The pd therapy was ongoing at the time of the death. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 2002. The device was received for evaluation. A device history record review and service history review were performed and there were no issues related to the reported problem. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The device passed functional and electrical testing. External and internal inspections were performed and found no issues. The pneumatic system of the device was tested and found no leaks and all pressures to be correct and stable. The device passed the seal, purge, and wet disposable integrity testing. A short simulated therapy was performed on the device successfully. The device evaluation found the device to meet specifications and found no failures or malfunctions that could have caused or contributed to the reported problem. The cause of the reported problem could not be determined through the device evaluation. Should additional relevant information become available, a supplemental report will be submitted.